Event description:
It was reported that the patient's battery starting getting too hot while driving and the device was displaying the battery hot alarm. It was noted that the patient had burned their finger leaving a red mark due to the issue, but there was no change in health condition due to the issue. The patient received their replacement unit and there are no ongoing issues since the burn is healing.

Manufacturer narrative:
B3 date of event is estimated. Inspection of device revealed damaged battery board pins and power input, consistent with high-impact damage, possibly from the unit being dropped. The muffler was clogged with dust, obstructing the feed port assembly. Excessive moisture absorption by zeolite and column contamination, resulting in reduced external airflow. The housing was replaced due to cosmetic damage.